Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
It was reported that the intellivue multi-measurement module x3 had a speaker error. It is unknown if there was still sound coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.